Event description:
It was reported that approximately 98 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain, swelling, stiffness and instability. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D added brand name (ps tibial inserts sz 4, 13mm) catalog number (204-24-13), serial number ((B)(6)) & UDI number ((B)(4)). H6: corrected the following: type of investigation. The reason the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and instability and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.